Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on unknown date. Customer¿s blood glucose level was 1400 mg/dl. Customer reported that they received insulin flow blocked alarm while changing the infusion set. Customer reported that they were not using auto mode at the time of incidence. The troubleshooting was not applicable. The insulin pump will not be returned for analysis.